Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was uplisted due to the inability of the device to support the patient's cardiac output. The cardiac index remained low but there were no clinical signs of low output.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas and no further events have been reported at this time. The hm3 lvas IFU lists all potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.